Event description:
It was reported via a postmarket registry that the device was explanted due to suspected "pump malfunction". The patient had previously experienced very good control then began to experience "progressively worse" spasticity control. "After pump was replaced, the catheter was analyzed and no cerebrospinal fluid could be aspirated. After removing the catheter, it became apparent the catheter had been transsected". The patient recovered without sequela. Same as manufacturer's report # 6000030200700274.